Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they kept receiving a battery out limit alarm on the insulin pump. They were unable to clear it. The issue began after they received a new battery cap and inserted a new battery. Troubleshooting was performed. The insulin pump was alarming at the time of the call. They were assisted with clearing the alarm. The customer's blood glucose level was 431 mg/dl. The device will not be returned for analysis.